Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple cables and power sources. Then the pump battery gauge jumped from 5% battery life to 100% while the pump was plugged into a power source. The customers blood glucose level was reported to be (144 mg/dl). It was indicated that the customer would continue to use the pump until the replacement arrives.